Event description:
Kangaroo feeding pump is not giving 72 hour history for volume tube feeding fed. Discovered dietitian tried to collect information on tube feeding fed to patient. Rn requested to replace the kangaroo pump so pump could be evaluated. Clinical engineering confirmed status that pump was not storing data, pump was sent to manufacturer for evaluation, pump is under warranty.